Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast implantation procedure with unspecified mentor breast implants and experienced bilateral capsular contracture baker grade unknown post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with mentor saline breast implants on (B)(6) 2001. Since the devices are unknown, they will be defaulted to saline implants. If additional information is received, a supplemental report will be submitted. This report is for the first of two devices.